Event description:
It was reported that during a lar procedure the stapler didn¿t fire after one reload. The handle of the device didn¿t work anymore to advance the knife any further. A new device was opened. After two staplers and misfunctioning of the devices a powered stapler was opened. Procedure successfully completed was delayed 30 minutes.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2023. D4: batch # 197c64. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 197c64, and no non-conformances were identified.